Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment, and the reported complaint was confirmed. The carrier board kit/cpu board in the display unit and the display cable were replaced. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed "ventilator failure" and ventilation is not available. The patient was reportedly switched to another machine to complete the case. There was no reported patient injury.